Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no adverse impact to the customer's blood glucose level. After confirming the use of a tandem charging cable and wall adaptor, caller attempted to resolve the issue by leaving the wall adapter plugged into a working outlet for at least 30 consecutive minutes, which successfully initiated charging. No further assistance was required.